Event description:
The customer reported that while monitoring patients, two of the three displays went into sleep mode. The customer reported that they performed a restart of the xhibit central station. Following the reboot, the customer confirmed the issue was resolved. Cause of failure was not determined.